Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the radial artery. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During the procedure the balloon was introduced; however, it was noticed that it failed to reach the target lesion. Furthermore, during first inflation, it was noted that the balloon ruptured at 10 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.